Event description:
It was reported to philips that the device has low capacitor energy. There was no patient involvement. The customer requested assistance from a philips field service engineer (fse). Per the customer, the device capacitor energy was low. Due to the noted issue, a new therapy capacitor was ordered and replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy capacitor. A replacement therapy capacitor was ordered and replace to resolved the noted issue. The device remains at the customer site. No further investigation or action is warranted.